Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Subject ID: (B)(6). (B)(4). Clinical adverse event received for left knee outpatient synovectomy. Event irequired the use of oral medication. Event is possibly related to both device and procedure. Doi: (B)(6) 2018, doe: (B)(6) 2019, (left knee).